Event description:
When she performed a blood glucose test, the reading had a decimal point. The customer did not seem to understand the meter units were incorrect. She did not adjust her medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl and no product will be returned for evaluation.